Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. A volumetric accuracy test was performed and the device failed. Temperature confirmation testing found the temperature to be within specification. The device powered up with no issues. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was the deteriorated piston foam. The door piston and foam were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.